Manufacturer narrative:
(B)(4). The analysis results found that the b5lt device was returned in good condition. In addition, the obturator was not returned. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking and drag force issues. Upon evaluation of the device, it was functionally leak tested and passed and a test instrument was inserted and no issues were noted related to an abnormal drag force. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a total laparoscopic hysterectomy (tlh) procedure, he surgeon stated there was need for excessive pressure when initially placing the trocar. Finally, there was a lot of pneumo that was lost during the case, so not sure if that was due to the trocar or not. There was lots of checking the pneumo and playing with the pressure. There were no adverse consequences for the patient.